Manufacturer narrative:
This product is not available for return at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient's incision site had trouble healing with some discharge. Subsequently, the entire system was explanted. No additional adverse patient effects were reported.